Event description:
Boston scientific received information that a low right ventricular pacing impedance measurement was received. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Further information could not be obtained regarding this issue. This investigation will be updated should further information be received.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.